Event description:
It was reported that the implantable cardioverter defibrillator (ICD) did not meet the clinician's battery longevity expectations. The device was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the device was returned and analyzed. The device met 91% of expected longevity. Without the history of the programmed settings throughout its service life, there is no way to determine why the longevity did not match the predicted model. Performance data collected from the device was received and analyzed. Analysis of the device memory showed the battery indicator signified that time was approaching for device replacement. Battery voltage on 2015 (B)(6) was 2.817 volts, pre-approaching recommended replacement time (rrt).

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary : performance data collected from the device was received and analyzed. Analysis of the device memory showed the battery indicator signified that time was approaching for device replacement. Battery voltage on (B)(6) 2015 was 2.817 volts, pre-approaching recommended replacement time (rrt). (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.